Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that occlusion alarms occurred. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Alarm temperature false alarm was not verified. Occlusion undefined issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.